Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had low battery alarm or short battery life and replace battery alarm. Customer did not receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. The battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. Device was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a broken belt clip rails, a cracked case-corner of belt clip rails, a pillowing keypad overlay and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. Device passed sleep current measurement, active current measurement, self test and displacement test. Device history file/traces download was successful using thus. Power management graph was successfully generated. No low battery life or low battery alert, power error 25, power loss alarm, unexpected battery power loss or replace battery alert or replace battery now alarm noted during testing. However, insulin pump trace download analysis confirmed the pump alarmed low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm. Low battery life or low battery alert was also recorded and found in the formatted history file on (B)(6) 2021 16:36:00.000 alarm alert notification and (B)(6) 2021 16:51:25.000 alarm alert cleared, replace battery alert on (B)(6) 2021 at 17:00:00.000 alarm alert notification, (B)(6) 2021 at 17:03:27.000 alarm alert cleared, (B)(6) 2021 at 08:00:00.000 alarm alert notification, (B)(6) 2021 at 08:05:00.000 alarm alert cleared and 07/12/2021 at 21:00:00.000 alarm alert notification, replace battery now alarm on (B)(6) 2021 at 17:31:00.000 alarm alert notification, (B)(6) 2021 at 17:31:00.000 alarm alert notification and 07/08/2021 at 08:31:00.000 alarm alert notification and power loss alarm on (B)(6) 2021 at 17:43:14.000 alarm alert notification and (B)(6) 2021 at 17:43:28.000 alarm alert cleared. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Device was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.